Event description:
It was reported there was no communication between the implantable neurostimulator and clinician programmer. The ins was ¿not responding.¿ it was stated the ¿older data¿ for the ins was in ¿normal range.¿ the patient experienced a loss of therapeutic effect as well. As a result of the event, the ins was replaced. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and there was no telemetry and no output.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.